Event description:
Clinical rationale: an 83 year old male patient with a history of acute myocardial infarction and cardiogenic shock, whose pre support clinical state was consistent with scai shock stage a, underwent placement of an impella cp device (lot 660718) via the right femoral artery on (B)(6) 2026, at 14:49 for hemodynamic support. During the hospitalization, the patient experienced significant ongoing bleeding from an existing mouth wound. His hemoglobin level was 6.0 g/dl on the morning of the event, and he received two units of packed red blood cells; however, the bleeding continued, with an estimated blood loss exceeding one liter over approximately four hours. This persistent hemorrhage prevented the clinical team from administering systemic anticoagulation. The patient was taken to the cardiac catheterization lab for further intervention. Following the procedure, he developed right lower extremity ischemia on the impella access side. There was some oozing around the impella insertion site, and a figure of eight suture was applied. Because of the persistent limb ischemia and the inability to safely anticoagulate the patient, the clinical team decided to remove the impella device on (B)(6) 2026, at 15:33. After removal, there was partial improvement in leg temperature, and intermittent distal pulses were observed. Vascular surgery was consulted because of concerns regarding potential clot formation, particularly given the patient¿s peripheral arterial disease and the prolonged period without anticoagulation. The patient survived the event and survived to impella explant. The device was not returned for evaluation. Available information indicates that the impella cp device functioned as intended. The patient¿s limb ischemia appears to have been multifactorial, influenced by the necessity to withhold anticoagulation due to severe ongoing oral bleeding, the presence of underlying peripheral vascular disease, and the use of a large bore femoral arterial access device in a compromised vessel. The ischemia improved following device removal, supporting the clinical team¿s decision to explant the pump. The event is most consistent with patient specific factors, procedural circumstances, and anticoagulation limitations. The patient survived.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.